Event description:
Laparoscopic scissor tips would not close when applied to handle. Removed and reapplied to handle without any change in function being noted. This happened with two different scissor tips from the same lot number. The subsequent scissor tip that was obtained functioned without issue.